Manufacturer narrative:
The t:slim user guide states that if insulin delivery has stopped for more than 15 minutes, the resume pump alarm occurs. Select resume insulin in the options menu to continue therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm, checked the tubing, and cleared the alarm. As the supplies had been changed prior to contacting tandem's customer technical support (cts), troubleshooting to determine a possible cause of the occlusion was unable to be performed. Following the occlusion alarm, the customer received multiple resume pump alarms. Review of the pump history by cts indicated that the customer cleared the resume pump alarm; however, did not resume insulin after the alarm occurred. Cts reviewed the resume alarm function with the customer. Customer's blood glucose (bg) level was 356 mg/dl with high level of ketones. Customer addressed bg level with manual lantus and novolog injections, and during the time of the call, it was reported that bg level was "fine", with ketones no longer present.

Manufacturer narrative:
The failure investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.